Event description:
It was reported that the connecting tube was broken and could not be connected to the channel connector in the reprocessing basin. The issue occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g2 (report source) should include: health professional. New information added to the following fields: d9 h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance for this device. Based on the investigation results, connecting tube could not be connected to the connector in the reprocessing basin due to breakage of the tube, could not be identified. We consider from investigation result that the connecting tube was broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. External stress on connecting tube may have been caused by applying force in the wrong direction. We could not specify root cause of the suggested event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿user can detect abnormality by performing the following inspection. 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor the field performance for this device.